Event description:
Per the clinic, the patient developed an infection at the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on january 17, 2024.